Manufacturer narrative:
Device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected prime or fill anomaly noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call that they experienced a high blood glucose level of 500 mg/dl. The customer treated with manual injections and insulin pump. Customer¿s current blood glucose level was 253 mg/dl. Customer's also had different blood glucose value at different time such as 600 mg/dl, 329 mg/dl, 300mg/dl and 319 mg/dl. A customer reported that the high blood glucose levels began on (B)(6) 2018. Troubleshooting was done for high blood glucose and customer reports they have a back-up plan available. Troubleshooting was performed. The drive support cap appeared normal. There were no leaks or air bubbles. The customer was advised to remove reservoir, rewind, reinsert reservoir and run manual prime with the current infusion set. Customer reports insulin did not exit at the quick release. The customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The insulin pump will be returned for analysis.